Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 2.5 ml and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that pinch valve vl57a was not actuating. The fse replaced the actuator for pinch valve vl57a and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).